Event description:
A surgeon reported, he attached a cystotome to this product instead of using the cannula that is included in the packaging. The product was then injected into the anterior chamber of the patient's eye. The base of the syringe collar shifted / slipped, the cystotome then advanced and tore the anterior capsule with subsequent it vitreous loss. An anterior vitrectomy was performed and one suture was required. It was reported that the collar on the product seemed to be loose. Additional information was received. The patient's prognosis was reported as "good".

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. As stated in the directions for use (dfu) " delivery system is not designed or intended to be attached to reusable (metal-hubbed) instruments or to disposable instruments other than the one provided with the product. Failure to follow these assembly instructions may result in cannula detachment." It was reported by the user facility that the device is not available for evaluation. Add'l info was requested and received.